Event description:
It was reported that on (B)(6) a novasure procedure was performed and during the procedure the device had a vacuum failure about 1:20 into the procedure. They were able to help troubleshoot the vacuum failure. The procedure then continued with the same device. The ablation was completed at 1:39. After they removed the device the staff noticed a ¿hole¿ in the novasure mesh. The procedure was completed with the same device. They looked in the cavity after and everything looked good. No patient injury. No additional information is available.